Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer primed the tubing to remove the air.